Event description:
The customer contact reported the ac power cord has a bent prong. The pump was returned to the biomedical engineering department with an unsigned note that stated, "door broken". No tracking info was provided; therefore, specific pt info, pump programing, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There where no reports of any adverse pt events and no reported delays of critical therapies while the pump was clinical use. Though requested, no add'l info was provided. Update: (B)(6) 10 no reports of any shocks or sparks, no reports of any pt harm, adverse events or delays in critical therapies per (B)(6).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).